Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency after a patient alert was triggered due to impedance of 1100 ohms. The patient reported that a fall had occurred a few days prior. In the emergency room lead impedance was unstable varying from 500 ohms to over 1000 ohms. No lead noise could be produced with arm exercises or pocket manipulation. Detections were turned off until replacement procedure. It was further reported there was a possible lead fracture. The lead remains in use and the pace/sense portion was replaced. No patient complications have been reported as a result of this event.